Event description:
It was reported that during a peripheral angioplasty treatment procedure a balloon rupture occurred. The vascular access site was left femoral artery. The 99% stenosed lesion was located in the calcified and moderately tortuous right superficial femoral artery. The wanda 5.0-40, 135 balloon catheter was inflated to seven atmospheres on the first inflation. On the second inflation the balloon was inflated to fourteen atmospheres and ruptured. The procedure was completed with another of the same device and a 8x66mm wallstent. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time event: 18 years or older. (B)(4). Device evaluated by manufacturer: as the device has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).